Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis demonstrated that the lead body was found squeezed and damaged 32 cm distal to the is1 connector pin, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as cuts into the insulation 3 cm distal to the is1 connector pin, most likely occurred during the extraction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise on the lead led to inappropriate shock. The lead was explanted and replaced. Should additional information become available, this report will be updated.